Event description:
Appears rv threshold increased in last 15 days. Pt also experienced syncope (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).